Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68) after presenting with a baseline national institutes of health stroke scale (nihss) score of 9 and right m1 occlusion on (B)(6) 2017. During the procedure, the physician confirmed the patient suffered distal embolization after the first pass and, therefore, attempted to treat it by making additional passes with the ace 68. The patient¿s condition was then considered resolved with a final recanalization thrombolysis in cerebral infarction (tici) 2b achieved. The patient was transferred to a different healthcare center on (B)(6) 2017 with a nihss score of 16 and modified rankin scale (mrs) of 5. The distal embolization was adjudicated on (B)(6) 2017 to be a serious adverse event with a definite relationship to the angiographic procedure and index stroke; unrelated to the penumbra system ace 68 reperfusion catheter (ace 68), other non-penumbra devices, and the intravenous (IV) recombinant tissue plasminogen activator (rtpa). On (B)(6) 2017, it was updated that this serious adverse event is possibly related to the ace 68.